Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic lower anterior resectioning procedure, there was poor staple formation and the staple line was formed incompletely at the distal end. Unformed staples disengaged into the patient cavity. As a result of the problem, the tissue was damaged because the insufficient anastomosis had to be hand sutured. A protective ileostomy was placed. The incision was extended more than 1 inch due to the product problem. There will be an additional operation to correct the issue. This event extended patient hospitalization. At the time of this report, the patient is still in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.